Event description:
It was reported on a remote monitoring transmission the there was oversensing on the right atrial and the right ventricular lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product: 407645 lead implanted: 2011 (B)(6). (B)(4).